Manufacturer narrative:
Replaced apl to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the apl(adjustable pressure valve) is stuck and cannot be turned in either direction. There was no reported patient involvement.